Event description:
The customer received questionable results on tina-quant hemoglobin a1c gen 2 (hba1c) for 11 patient samples. Of those 11, seven results were erroneous. All results are in %. All original results were generated on (B)(6) 2013. The samples were re-run on the same analyzer, and the repeat results were generated on (B)(6) 2013. The original results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. Patient (B)(6) had an original hba1c of 8.5, and the repeat result was 5.9. Patient (B)(6) had an original hba1c of 10.2, and the repeat result was 5.2. Patient (B)(6) had an original hba1c of 6.4, and the repeat result was 4.8. Patient (B)(6) had an original hba1c of 8.3, and the repeat result was 6.0 patient (B)(6) had an original hba1c of 8.5, and the repeat result was 5.1. Patient (B)(6) had an original hba1c of 7.9, and the repeat result was 5.8. Patient (B)(6) had an original hba1c of 8.7, and the repeat result was 7.1. The lot of hba1c reagent in use was 65777501, with an expiration date of 09/30/2013. The field service representative found the reagent probe was damaged and had twisted tubing. He replaced the damaged probe, cleaned and cleared a cuvette jam and replaced a broken wash tower. He performed checks, which were within specification. The customer performed qc and performance testing, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Further investigation determined that the broken wash tower and the cuvette jam were not related to the erroneous results, and that the replacement of the reagent probe solved the problem.